Manufacturer narrative:
Continuation of d10: product ID 977a275. Serial# (B)(6). Implanted: (B)(6) 2019, UDI: (B)(4), product type lead product ID 977a290. Serial# (B)(6). Implanted: (B)(6) 2026, UDI: (B)(4), product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported through a manufacturer representative that the patient had a rechargeable implantable neuro stimulator (ins) implanted on (B)(6) 2019 with a cervical lead and extension, and an additional lead placed at t9 on (B)(6) 2026. After placement of the second lead, the patient began experiencing daily episodes in which the ins became spontaneously warm, with the warmth perceptible through the abdominal wall, along with mild shock-like sensations that were unpleasant and caused a startled feeling. The patient¿s partner also reported being able to feel the warmth through the skin. Despite these symptoms, charging continued to function normally. The device was interrogated, impedance measurements were within normal limits, and no alerts were identified. Review of a (B)(6) 2026 data report did not show anything that would directly explain the issue. The symptoms were reported to have started after the additional lead placement. No corrective intervention had been performed at the time of report. No further complications were reported or anticipated.